Event description:
It was reported by the clinic that an error message was displayed when the programmer was turned on. The service disk was tried multiple times, without resolution of the error code. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the error. The hard drive was reconfigured and software was updated and reloaded. It was also noted that the power cord door, keyboard and lower hinge plate were broken, the two hinge plate screws were missing and the radiofrequency (rf) head connector of the circuit board was loose. (B)(4).

Event description:
It was reported by the clinic that an error message was displayed when the programmer was turned on. The service disk was tried multiple times, without resolution of the error code. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).